Event description:
Malfunction: fixation lamp not visible to pt. The reporter stated, the fixation light was not visible during 3 surgical procedures. The treatments were completed without problems and without significant delays. F/u info from the surgeon indicates, she has seen two of three pts postoperatively and the pts are fine, vision was ok and the pts were satisfied with the outcome. The surgeon also stated, she will perform a topography after 3 months postop which will show whether the central part of the eye was treated and what residual refractive error the pts might have. A video of the surgical procedures shows the central part of the eye was treated, therefore, the surgeon isn't worried about the outcome of the pts.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).